Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-08372. Omsc confirmed that there are no malfunction or adverse events that require the MDR report about this event.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that was found the distal end cracked of the subject device during the unspecified procedure. The user also reported that the procedure was completed normally. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device. The service department of oekg found the internal metal part of the bending section was cracked. There was no report of patient injury associated with the event.